Event description:
It was reported the patient's nasogastric tube developed a 'pinpoint hole' midway of tube after 2 weeks of being in place. The device was replaced. There was no reported injury additional information received stated the 'day care noticed water from tube when flushing.'

Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. A review of the device history record is not possible as no lot number was provided. All information reasonably known as of 04-may-2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4).

Manufacturer narrative:
The device was evaluated. The received ng tube (purple) was returned without the original packaging. While evaluating, the entirety of the tube was inspected, no obvious burrs, jagged/ zigzag feel on the outer tubing. The tube was then flushed with colored liquid (water and blue dye) then a forceps was clamped into the tubing (distal end location) for pressurization to identify the area of pinhole/ leak. Approximately 19 cm length, from the port-valve, a small leak was seen. Under magnification (50x), a tiny hole was seen and it has jagged edges around the hole. The root cause could not be determined. All information reasonably known as of 08-jul-2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.